Manufacturer narrative:
(B)(4). Feeder shoe. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed three conforming clips; however, the clips were fed intermittently. Although the device was cycled in several occasions, no clips were fed; no further testing could be performed. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue. In addition, twelve clips were found to be inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there were no clips in the device. It is unknown how the case was completed. There were no patient consequences reported.